Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she had inserted one infusion set and the hose was not connected to the clip. Reportedly, the tubing was hanging from the site. Moreover, she stated that when she got up from the chair, it had not pulled, it was just hanging. Her infusion set's tubing came apart from the quick release and had not attached back. The site location was right side above her waist toward her abdomen and the pump on the same side of insertion site and was clipped to her waistband. The infusion was used for 20 minutes and did a dose for supper. The infusions were stored in linen closet in the hall. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. On investigation, it was found that the tubing was detached from the tubing connector (missing glue) and a drop of glue was found on the tubing connector. No further information available.